Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission a diagnostics anomaly was noted. No patient symptoms were noted and would be followed normally. No additional information was available.